Manufacturer narrative:
An event of atrial fibrillation was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, the cause of the reported atrial fibrillation could not be conclusively determined. The reported unexpected medical intervention was results of case-specific circumstances as the patient was given medication. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
N/a.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: (B)(4) - sh device registry, patient site ID: (B)(6). It was reported that on (B)(6) 2025, a 31mm epic plus mitral valve was implanted in the patient. On (B)(6) 2025, the patient presented with paroxysmal atrial fibrillation and amiodaron was given.